Manufacturer narrative:
Initial reporter phone and address were not provided.

Event description:
The customer had shown signs of hypoglycemia. She was incoherent and fell down several times. Her blood test was taken on the contour next link and the reading was 179mg/dl. An ambulance was called and the customer's blood was retested on another meter. The reading was in the 40'smg/dl. No medication was given. Further information was not provided. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The customer is expected to return her test strips for evaluation. New meter and strips were sent to her.